Event description:
An ambulatory pump bag would not pump. Rn tried re-spiking the bag, then changing the tubing and the pump. The pump and tubing would only pull air out of the bag, then the pump would alarm and would not prime tubing.